Event description:
During an aneurysm coiling procedure, it was reported that most of the coil was inside the aneurysm and the catheter kicked back. The physician decided to pull back the coil with the catheter. Upon removal, the coil prematurely detached inside the catheter. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation. (B) (4).